Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) from offsite and reported they were having e-100 generator issues. The customer stated that they tried 3 different vessel sealer extend instruments but kept getting an orange flashing light on all instrument's led. The customer also reported a message on the screen prompting incompatible instrument "energy or instrument error, incompatible instrument connected." The customer couldn't power off the e-100 when hitting the power button, so they were powering the e-100 on and off from the breaker switch on the back of the e-100. The operating room (or) staff swapped the e-100 to from another vision side cart (vsc). The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer completed the procedure with a backup e-100 generator. No further information is available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the e-100 generator and performed the failure analysis. The e-100 was installed onto the test system, and it worked fine with the vessel sealer instrument installed. The vessel seal extend instrument's jaws were dipped with a saline gauze yellow pedal/sync activations cut/seal was fired about 100 times and e-100 worked fine without any issue. The reported failure was not reproduced. The visual inspections show there was no physical damage found. The complaint was not confirmed based on the failure analysis evaluation.